Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by the clinician, the device intermittently would not power on with battery power. Complainant indicated that there was no patient involvement in the reported malfunction.